Manufacturer narrative:
Note: it is unclear whether any of the reported adverse events that occurred were directly attributable to the use of the tx system. Specifically, amputation is a common occurrence associated with dfu cases, particularly with late-term progression of dfu wounds. Progression to amputation may be associated with the pre-existing disease state. Cellulitis, chronic pain, and blister formation may also be associated with the patients' pre-existing disease state.

Event description:
In the article "rationale and technique for subulcer ultrasonic treatment of hard-to-heal diabetic foot ulcers" by freed et al,, 20 complications were reported in patients who underwent a diabetic foot ulcer (dfu) procedure with the tx system. Excerpt from the article, "complications occurred in 20 patients (infection: 8; cellulitis: 5; chronic pain: 3; amputation: 2; blister formation: 2)". Of the 20 complications reported, mdrs were previously submitted for 9 adverse events (8 infection and 1 cellulitis) and are listed in section h10 . This freed article includes review of the same data set that was reviewed and presented previously (but without discussion of all aes). The remaining 11 cases were not previously known to tenex health and are summarized in this form 3500a: 4 cellulitis, 3 chronic pain, 2 amputations, and 2 blister formations.